Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the device failed on flow test. There was also shock damage on both top corners. There was no patient, or clinician injury associated with this event.